Event description:
It was reported that patient reported left hip atrophy, tenderness, pain and crepitus with rom approximately 2 years post total hip arthroplasty. The patient received an injection for the pain and bursitis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110005096 ¿ juggerknot ¿ 0002318924. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03077, 0001822565-2022-03078, 0001822565-2022-03079, 0001822565-2022-03080, and 0001822565-2022-03082.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920